Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was loose. It was noted the patient¿s health care professional noticed the ins was loose 7-8 months prior to this report. The reporter stated they did not notice any change since the ins was still recharging fine. Additional information was requested, but was not available as of the date of this report.